Event description:
In the last couple of years, I started having horrible random pelvic/abdomen pain. The pain was like a knife stabbing me repeatedly. The pain would start out of the blue and stop me from doing whatever I was doing at the time. The pain would stop me from being able to function until it subsided. I also have experienced extreme fatigue and weight gain. The pain was so bad that I went to my obgyn who placed the essure product in 2006. Lab work and an ultrasound were done to try to diagnose that could be causing the pain. The vaginal ultrasound did not show anything abnormal. My doctor did not think the essure product could be causing this pain or my other symptoms, but I did not have these symptoms before having the essure product placed. If I had been informed of these side effects before placement of the essure product, I would have chosen another form of sterilization/birth control.